Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was confirmed and duplicated. This is isolated to tca (transducer communication alarm) p/n 30278-001; s/n (B)(6). Drift railed high a/d counts. This was a known issue addressed in CAPA ca-2015-0273. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determine yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported airway inspiratory pressure didn't increase on the avea ventilator. The customer confirmed that there was no patient involvement associated with the reported event.